Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the cartridge could not be loaded into a device. The cartridge was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. When the cartridge was received, the sale rep found that there seemed to be no damage but the cartridge pan slightly did not fit.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60w cartridge reload was received unfired and in good visual conditions. The returned reload was loaded into a test ec60a device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no cartridge pan separation was noted during visual and functional testing. The cartridge was loaded and removed without any difficulties during testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.